Event description:
It was reported that this pacemaker was explanted and replaced due to possible concerns of premature battery depletion (pbd). No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was explanted and replaced due to concerns of premature battery depletion (pbd). No additional adverse patient effects were reported. This device has been received for analysis.